Event description:
Caller reported the advantage system gave a blood glucose result 127 mg/dl at a time when the patient had symptoms of hypoglycemia. Customer chose to not self-treat because the result was not low. He called his daughter, who drove him to the hospital, where, a half hour later his blood glucose was 55 mg/dl on the hospital system. Hospital treated with orange juice and an unspecified IV. A request was made for the return of the meter and strips, replacement sent.